Event description:
I had lasik procedure for both eyes on (B)(6) 2013 and left eye flap lift re-treatment on (B)(6) 2014, all at the (B)(6) institute. (B)(6) vision center (B)(6). My left eye vision has been very blurry ever since the first lasik procedure. My right eye had no pain and saw clearly right after the flap was put back on eye, the left eye was very painful and very blurry (almost blind) right after the flap was put back on eye. It is still very blurry after the flap lift re-treatment in 2014, which removed flap striae and only improved the astigmatism, but not the blurriness. Before the lasik surgery in 2013, I can see clearly (20/20) with normal eye glass (-2.25) for both eyes. My left eye vision is 20/50 now. It has been blurry like this for 4 years, no big improvement ever since the 1st surgery was done in 2013. My left eye is very dry and painful especially in the morning. I cannot read books and computer for more than 10 minutes because the imbalance of left and right eye vision. I feel dizzy and headache after reading books and computer. Both normal eyeglasses and soft contact lens cannot improve my left eye vision. The (B)(6) institute eye doctor (B)(6) and surgeon (B)(6) keep on telling me that everything is healing well, and it is only because the left eye has different reaction to the lasik procedure. I just need to wait for it to get better. I doubt their words. I went to dr. (B)(6) of (B)(6). He is an expert in treating lasik complications. His evaluation on my left eye shows that my left eye cornea is severely distorted due to the first lasik procedure on (B)(6) 2013, which caused the blurry vision. The recommended solution to my vision problem is to use scleral lens. Both normal eyeglasses and soft contact lens cannot improve the vision, cornea has severe distortion, it cannot focus. Only scleral lens can compensate the irregular cornea. (B)(6) institute keeps persuading me to do prk surgery as the 2nd re-treatment, stating that flap striae was the cause of blurry vision, although they cannot guarantee it will fix the left eye vision problem. I do not trust their words, since dr. (B)(6) evaluation shows no flap striae, and he can improve my left eye vision to 20/15 by scleral lens. If the blurry vision is caused by flap striae, scleral lens will not be able to improve the vision. Even if prk has some chance to improve the left eye vision, there is very high risk of complications since the left eye already had two laser surgeries. The left eye is already dry and painful. It is too dangerous to keep on doing surgery on the same eye. Scleral lens is much safer, and it has been proven to be able to improve the left eye's vision to 20/15, better than 20/20. I tried it in dr. (B)(6) office. It works great. I formally requested the (B)(6) institute, llc to refund me the procedure fee for the left eye (B)(6), and my expense on eye evaluation (B)(6), and also the cost to treat my left eye with scleral lens (prescribing fee (B)(6), and 35 years of scleral lens use: left scleral shell (B)(6)/ year, evaluation (B)(6)/ year, solutions (B)(6)/ year. I am (B)(6) now.) (B)(6) institute's professional service manager (B)(6) verbally (on phone call) refused to refund me. He only gives me option to do prk as the 2nd re-treatment. He did not give me a formal reply letter about their decision. I cannot pass driver license eye exam, because both normal eye glass and soft contact lens cannot improve my left eye vision.